Event description:
Customer reported performing comparison tests with the freestyle meter. The customer received erratic results of 84 mg/dl vs. 192 mg/dl. There is no indication that the customer required medical attention.